Event description:
It was reported the bronchovideoscope image was not displayed (no image). There were no reports of patient harm or involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final complaint investigation. Updated: d8, h2, h3, h6, h11. The device was returned to olympus for evaluation and confirmed the event reported by the customer occurred. Based on the results of the investigation, it is most likely that the reportable malfunction was due to possible issues as damage or deterioration of parts, environment problems like dust/dirt/humidity, optical problem, overheating problem, and electrical problems like a signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.